Event description:
The user facility reported that while prepping a patient for a surgical procedure, the monitor spring arm drifted, making contact with the surgeon's forehead. The employee placed an ice pack on the affected area and took ibuprofen for pain management.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed the facility's biomedical department had adjusted the brakes on the spring arm after the reported event and placed the unit back into operation. The steris technician inspected the spring arm and confirmed the unit was operating according to specification; no drifting was observed. The monitor spring arm was installed in june of 2014 and is under steris warranty. The operator manual, supplied with each unit, states the following in regard to drifting: if brake friction, weighting or tension spring adjustment is incorrect - call your service representative, or, if qualified, consult section concerning suspension arm adjustments in the maintenance manual. No further issues have been reported.